Manufacturer narrative:
Based on the claim against the product by the customer noting an erbe error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe due to m-02 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported error was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The reported complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer had error m-02 after the start of the procedure due to esu not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication-isolated surgical procedure, the customer informed the technical support engineer (tse) that they received an erbe error code m-02. The tse was unable to view the logs since the system was not connected. Prior to calling the customer stated that the power cycled the erbe twice and the message went away. The customer then they hooked up instruments and instrument cables and the erbe would not fire energy. The customer reported they brought in a third party bovie generator to continue. The customer stated they were going to try the erbe again once they had a chance. The customer was at the time using the e-100 generator and vessel sealer. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.